Manufacturer narrative:
Additional, changed, and/or corrected data: a6., d.9., h.6.

Event description:
Healthcare professional reported "rupture, mammogram confirm the rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; h.6.

Event description:
Healthcare professional reported right side rupture. The healthcare professional also confirmed that the event of capsular contracture baker grade ii/iii did not occur.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during the analysis. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii/iii. Healthcare professional later reported rupture. Mammogram confirm the rupture. Healthcare professional also confirmed that the event of capsular contracture baker grade ii/iii did not occur. Device has been explanted and replaced.